Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted two partial sutures and two needles. The needles were returned disengaged from the sutures. Upon microscopic inspection of the needles, normal crimp and swage marks were noted. It was reported that the needle detached. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of broken sutures. Visual inspection noted that the sutures material were observed to be present in the swages, indicating the sutures broke off at the swages. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: cl-739, cl-739 polysorb* 0 vio 90cm kv40 x36, (lot # d5g4195y) cl-944, cl-944 polysorb* 0 vio 90cm kv34 x36, (lot # a5f2019y) cl-944, cl-944 polysorb* 0 vio 90cm kv34 x36, (lot # a5f2019y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, needle detachment occurred on four sutures while suturing.